Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter with serial number (B)(4) compared to a thromborel s. Laboratory method. The meter result was 3.2 inr. The laboratory result within one hour was 2.4 inr. The therapeutic range is 2.5 ¿ 3.5 inr.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is patient/consumer.